Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that loss of capture and no sensing was observed. Lead dislodgement due to twiddler's syndrome was noted on x-ray. Lead was explanted and replaced. Patient was fine.